Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On december 4, 2018, it was reported that the dermatome does not cut well. The internal bearing of the engine was damaged. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Flextronics has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by flextronics on february 19, 2019 revealed that the unit was not functional. The neck was corroded and the original screws were missing. The swivel was too loose and the unit was out of calibration specifications. The control bar was not flush with the master blade and the motor was seized. Repair of the air dermatome was not performed by flextronics as the device was technically unrepairable due to the ce mark issue. The reported event was confirmed since during the product review by flextronics it was noted that the unit was not functional. The neck was corroded and the original screws were missing. The swivel was too loose and the unit was out of calibration specifications. The control bar was not flush with the master blade and the motor was seized. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the unit was not functional. The neck was corroded and the original screws were missing. The swivel was too loose and the unit was out of calibration specifications. The control bar was not flush with the master blade and the motor was seized. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
The dermatome does not cut well. The internal bearing of the engine is damaged. This occurred during previous inspection (not during surgery) and there was no patient involvement. No adverse events were reported as a result of this malfunction.